Event description:
It was reported that the novel inserter did not attach and hold the implant adequately. Upon positioning, the implant became detached from the inserter causing a dural tear which had to be repaired. Three days later, the patient returned to the operating room to again repair the dural leak.

Manufacturer narrative:
An evaluation of the returned inserter did not reveal any anomalies. The reported incident could not be duplicated. Functional and dimensional inspection confirmed the instruments operates according to specification. Visual inspection of the mating implant used in the case indicated the inserter may have not been fully threaded and securely seated onto the implant upon impaction.